Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The video signal acquisition board was ordered. No further repair information is available.

Event description:
The customer reported that the monitor on the 7700 system would not work. No patient injury was reported.